Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during archive data review and functional testing. The root cause for the reported complaint was a failure of the integrated encoder gearbox, likely attributed to a failed component. During visual inspection, unrelated to the reported complaint, the brake gap was observed to be out of specification (too narrow) and the brake gap screws were loose, possibly due to wear and tear. The brake gap and the screws were adjusted to remedy the issue. The archive data review showed multiple (ua) 45 error messages, thus, confirming the reported complaint. The autopulse platform failed the initial functional testing due to the (ua) 45 displayed upon powering on, confirming the reported complaint. The encoder drive shaft was rotated to the home position to clear the error. However, after stopping and restarting the platform several times, the (ua) 45 error message was displayed again. This whole process was repeated several times and the (ua) 45 was persistent. The integrated encoder gearbox was replaced to address the observed failure. Following service, the autopulse platform passed the run-in test until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with (B)(6).

Event description:
The customer reported during shift check, the autopulse platform (B)(6) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message. No patient involvement.